Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic aortic valve, implanted approximately 11 years, was explanted due to severe insufficiency with perivalvular leak. The explanted device was replaced with a 27 mm edwards valve. Per intra-operative findings, the explanted valve had calcification on the leaflets and there appeared to be a possible perivalvular leak in the noncoronary sinus. After the removal of the prosthetic valve, a 27 mm sized valve was selected as the previous valve appeared to be somewhat undersized possibly contributing to the perivalvular leak. After weaning the patient from bypass, the echo showed a well seated valve. The patient tolerated the procedure and was transferred to the intensive care unit in stable condition. Post-operative, after transferring patient from the surgical bed, the patient had a brief episode of postoperative asystole and paroxysmal atrial fibrillation. A right internal jugular temporary pacing wire was placed and patient was hemodynamically stable in sinus rhythm with premature ventricular contractions. Patient was supported on minimal dopamine and phenylephrine. Prior to this surgery, the patient had no history of known arrhythmia, specifically no atrial fibrillation, no evidence of prior sick sinus syndrome or atrioventricular block. Patient was discharged on post-operative day four. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".